Event description:
Information was received that the cadd prizm pump had an lec 10036 error code. No reported adverse effects.

Event description:
Additional information received stating no patient was involved with the reported incident, as issue occured during testing.

Manufacturer narrative:
One infusion pump has been returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of pump found the reported alarm error message. The reported customer complaint was unable to be duplicated. The motor was noted to be replaced as preventive maintenance.